Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation device, creases fold, cloudy and weight to the spec. Voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pockets of fluid (seen on ultrasound)¿, ¿inflammation¿, ¿hurts¿, ¿is red¿, ¿having red areas under my underarms where it is getting red and itch¿, ¿swelling¿, ¿tenderness¿, ¿hot around my breasts¿, ¿swelling in chest cavity and under the armpits¿ and voluntary recall.

Event description:
Patient reported right side ¿pockets of fluid (seen on ultrasound)¿, ¿inflammation¿, ¿hurts¿, ¿is red¿, ¿having red areas under my underarms where it is getting red and itch¿, ¿swelling¿, ¿tenderness¿, ¿hot around my breasts¿, ¿swelling in chest cavity and under the armpits¿. Healthcare professional reported removal due to voluntary recall. Device has been explanted.